Manufacturer narrative:
This report is filed on april 29, 2019.

Manufacturer narrative:
This report is submitted on february 14, 2019.

Event description:
It was reported that the patient experienced recurrent otitis media and poor performance with device use. Subsequently, the device was explanted on (B)(6) 2019.